Manufacturer narrative:
The implant remains in the patient, and therefore no evaluation can made. Based on the images provided, there appears to be a partial loss of height. It cannot be determined what the implant's current height is and how it compares to when the implant was implanted. No determinations as to the cause of the partial loss of height can be determined.

Event description:
It was reported that a post-op scan revealed the rise spacer had collapsed.